Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. More than likely, upon squeezing with unintended excessive force of the device trigger this caused the handle to be become dismantled ¿fall apart¿. A review of the manufacturing records for the device found no deficiencies associated with the alleged event.

Event description:
It was reported that when the stapler was squeezed, it cracked and all the pieces came out. It is unknown whether any of the pieces fell into the surgical site or were left in situ. It was also noted that a s&n back-up device was not available so the method/device(s) used to complete the procedure is unknown. No patient injury or other complications have been reported.